Event description:
System diagnostic test performed on (B)(6) 2016 for patient's device indicated high impedance. Patient also complained of shocking in the neck. No known surgical interventions have occurred to date.

Event description:
The patient had an explant surgery. The devices are not available for return.